Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported when the physician tried to implant an original advance xp sling on an unknown date, the sling was not staying attached to the handle. Should additional information be received a supplemental report will be submitted.